Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with a high blood glucose of 888 mg/dl. The customer treated with manual insulin injections and pump boluses. The customer had a hard time seeing and felt loopiness and nausea. The hospital staff also discovered two infections due to stress from recent procedures (one for gastroparesis and another was a colonoscopy). Additionally, the buttons on her insulin pump were hard to press. Her current blood glucose at the time of call was 55 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump received intermittent button response due to flattened esc, act up and down button dome switches. No unlocked lcd keypad connector during visual inspection. The insulin pump received with minor scratched lcd window.